Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative visited the site to test the equipment. Representative reported that the image acquisition system (ias) would sometimes become unresponsive on boot up. Software was reloaded to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system became unresponsive with displaying system is booting. Rebooting the system multiple times did not resolve the issue. There was no patient present at the time of the issue.